Event description:
The device was used during a abdominal hysterectomy. Reportedly, the needle broke. No pt injury was reported.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition could not be confirmed as the needle was not broken. However, severe needle driver marks were found along the needle surface indicating that excessive force was applied by the user.